Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit alarms not functional. The key failure is the 4way valve is leaking out the side. The underlying cause documented on the irs or return fields in oracle is identified as 4-way valve is leaking out of the side, however, it is the power switch that has a short circuit/no alarm causing unit alarm not to function and is the basis for this FDA filing.